Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post procedure that atrial pacing was captured on the ventricular side as the right atrial (ra) lead tip had completely dislodged into the ventricle. It was also reported that "helix fixation was incomplete". The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.